Event description:
It was reported to philips that there was no video signal on the monitor hanger. The device was in clinical use. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the there is no video signal on the monitor hanger. Fse checked the interface converters and cables in the circuit. Fse replaced faulty monitor. After replacement of the faulty monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.